Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The user reported that the clinical observation was not an event posing a risk to the patient. In summary, there is no indication of a manufacturing error.

Manufacturer narrative:
.

Event description:
Ous MDR - it was reported that a vt was triggered during the pacing threshold test with short av delay by pacing in the vulnerable phase. The device was reprogrammed and is actively implanted. No deterioration of the patient's state of health was reported. The date of implant was not provided.